Manufacturer narrative:
Block b3: exact date unknown, event occurred in october of 2022.

Event description:
It was reported that the patients ipg was not holding a charge and was also taking longer to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was discarded by the medical facility.